Event description:
An occlusion alarm was reported, but the customer's blood glucose level did not exceed 500 mg/dl and therefore, there was no adverse impact. The caller decided to report the incident and declined further troubleshooting, opting instead to change the ifs and cartridge to continue therapy.